Event description:
It was reported that following the implantation of an elevate posterior pc, the patient experienced moderate constipation/defecation problems. It was also reported that the patient experienced urge to defecate, sensation of incomplete defecation, meteorism (also pre-op), and "rarely stool incontinence (this is improving)". The patient stated that they "do not want defaecography". The patient underwent a "barron ligature" on (B)(6) 2013. The event was considered resolved as of (B)(6) 2013. There were no further patient complications reported in relation to this event.